Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited loss of capture (loc) during left ventricular (lv) threshold testing. The patient experienced a syncopal episode with the loc. It was reported that the threshold test appropriately ended when capture was lost. Boston scientific technical services (ts) discussed this appeared to be consistent with anodal stimulation, where in extended bipolar pacing, the anode of the rv lead is also stimulated and captures the rv. When the output decrements to a subthreshold value, the rv then loses capture. Ts discussed this can be seen in both dedicated and integrated bipolar leads. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that the device was explanted and replaced due to reported normal battery depletion 5 months later. The product was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.